Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was coming up on 9 years with the ins. Patient stated her ins was not staying charged and she was having to charge the ins about 3 times a week. Patient stated when she charged she was getting all 8 coupling boxes and could never fully charge the ins to 100%. Patient stated she has had the ins stimulation increased. Patient stated she noticed this for probably 6 months or better. Patient redirected to hcp. No further complications were reported/anticipated.